Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant, therefore, the expiration date is not known. Serial number of the adiana generator not provided by the complainant. The device is not being returned; therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant, therefore, the manufacture date is not known. Device history records (DHR) review was unable to be conducted for the disposable device as the lot number was not provided by the complainant. According to the instructions for use (IFU) warnings: hysteroscopic fluid (i.e., 1.5% glycine) intake and outflow should be monitored. Any system delivering high pressure inflow to pt increases the risk for fluid overload. To reduce the risk of hypervolemia, the procedure must be terminated if the fluid deficit exceeds 800 cc. (B)(4).

Event description:
Upon completion of an adiana procedure for permanent contraception, the physician noted a fluid deficit of 150 ml. The physician was using glycine as the distension media. "No [uterine] perforation was suspected or noted." No fluid management system was in use during this procedure. The pt was taken to the recovery room and her serum electrolytes were monitored. Her sodium "was normal at 138 and an hour later it was 135; potassium was 4.4" (unit of measurement and normal values not given). The physician "went ahead and treated her" with intravenous lasix (furosemide), 40 mg, and the pt was discharged home. On (B)(6) 2011, it was reported that "the pt is doing fine."